Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx rx drug eluting stent to treat a severely calcified and non-tortuous lesion located at the mid circumflex artery exhibiting 99% stenosis. The anatomy was described as difficult. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device inspected with no issues noted. There were no difficulties noted when removing the protective sheath. The stent was not inspected post removal of the protective sheath. Negative prep was performed with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent dislodgement occurred during delivery to/at lesion. The stent was removed using a snare. Patient status post procedure is alive with no further injuries.